Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had multiple pump error alarm. The customer's blood glucose level was unknown. The customer stated that troubleshooting was performed for the pump error alarm. The customer stated that they were able to clear the alarm but unable to complete the rewind. The insulin pump will be returned for the analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test or verify an error in the motor was detected by reading unexpected value from hall sensor due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection.